Event description:
Pt stated she was having up occlusion alarm going off. She had just started infusion/did not infuse any volume. She checked the tubing and no kinks or issues. We reprogrammed the pump, double checked occlusion alarm on high. She restarted pump but was still getting the up occlusion alarm. Rph advised pt based on curlin manual, since original tubing did not have any kinks, program was all correct, to try and use a new IV tubing and see if that would work. Hyqvia kit indication: selective deficiency of immunoglobulin g [igg] subclasses. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available.